Manufacturer narrative:
H10: the service engineer (se) reported that the power turning on by itself issue was not confirmed. The se then noted that the cause was assumed to be a failure in the user interface (ui) printed circuit board assembly (pcba), and that the ui pcba would need to be replaced. The repair is pending, per customer acceptance of the repair.

Manufacturer narrative:
H10: the service engineer (se) reported the phenomenon (the device started on its own) was not duplicated. The se reported that the user interface (ui) board was replaced as a preventive measure.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had turned on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).